Manufacturer narrative:
(B)(4). Device is being retained by the account pending facility's investigation

Event description:
It was reported that during a routine band adjustment, the surgeon believed that he was accessing the port. When the band adjustment was performed again under fluoroscopy, the tubing was leaking fluid. There were several leaks in the band tubing. The surgeon noticed that there was blood and fluid in the tubing and decided to replaced the band. The locking connector was also loose and on the tubing. The initial implant date is unknown. A new band was implanted. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Components not returned with band. The velocity port and the locking connector were returned for evaluation. Note: the catheter tubing and strain relief was not returned for evaluation. As the tubing was not returned for the evaluation it was not possible to establish potential or probable cause. A review of the instruction for use (IFU) was performed with regard to band tubing leakage. It was noted that damage to tubing during band adjustments may occur if the huber needles are introduced without identification of port placement via palpation or fluoroscopy. While it was not possible to draw a definitive conclusion regarding the root cause of the event, it might be tentatively concluded that leakage on the tubing might be the result at a improper adjustment technique. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.